Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a clinical study representative regarding the patient receiving remodulin via an implantable infusion pump. It was reported that the patient had a systemic reaction to a pump refill and went to the emergency room. They experienced diaphoresis, low blood pressure, nausea and vomiting and a headache. The patient was hospitalized from (B)(6) 2024. A normal echocardiogram and xray were performed. The patient was given intravascular zofran/ondansetron, potassium chloride, ketorolac and metoclopramide/reglan. They were also given oral tylenol, potassium bicarb-citric acid. The issue was noted as resolved. The event was reported a probably related to the refill procedure, possibly related to the infusion pump and not related to the catheter.